Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer's international service center reported that during their incoming inspection of the v60 unit, it was observed that the unit would not power on. Since the unit was at the manufacturer's center. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the v60 ventilator and its power cord were returned to the v60 manufacturer's facility for evaluation.. Visual inspection of the power cord revealed barrel separation at the neutral female end of the cord. Resolution and disposition: the failure investigation technician identified that the barrel separation at the neutral female end of the power cord caused the reported problem of unit would not power on. Repairs made to the neutral line barrel corrected the problem with the ac power cord. No functional faults were found with the returned vent.

Manufacturer narrative:
(B)(4).